Event description:
It was reported that the customer had high blood glucose levels since yesterday. Customer changed out her infusion set, reservoir, and infusion site yesterday. Customer stated that she tried to rewind and the pump will not rewind all the way. Customer reported that she had the flu for the last week and her blood sugars have been high, possibly due to the flu. Customer tried to give herself a correction, but her pump would not give her a correction bolus. Customer's blood glucose level was 450 mg/dl. Customer had dry mouth by a medication that gives her dry mouth, but is not sure how she is feeling. Customer did not contact her health care professional for high blood glucose levels. Customer ran a manual prime and the insulin exited the tubing. Customer had no reservoir alarm and customer was assisted in clearing the alarm. Customer's reservoir would not lock in the chamber. Customer was advised that the pump was working as designed. No additional information provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.